Manufacturer narrative:
The autopulse platform in complaint was returned to zoll for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
It was reported that during patient use the thermogard displayed an error message "factory configure not complete". It is unknown when the error message first appeared. According to the customer, the patient was not affected. No other information was provided. No patient harm or consequences was reported.

Manufacturer narrative:
The customer reported complaint of the thermogard displayed error message "factory configure not complete "was confirmed through inspection of the thermogard at customer site. The exact root cause of the issue is unknown however, possible causes can be due to incomplete calibration test or defective I/o pca. To remedy the issue, the unit was re-calibrated and routine maintenance was performed. Once completed, the thermogard underwent final functional testing where all test passed and readings are within the specified limits. Event log showed eight system errors on (B)(6) 2017. Tcmid 5-4-0 x 3, mid 4-20-105 x 3, mid 4-21-103 x 2 however, the mid: 17(no factory configure) was not seen on the archive. Additionally, the white rollers of the console was replaced as part of the routine maintenance and was unrelated to the reported issue. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported thermogard with serial number (B)(4).